Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient underwent a device implant procedure. The patient's medical history is significant for an artificial aortic valve. Overall, the implant procedure was completed without difficulty, however, the physician did experience some difficulties with obtaining venous access during the percutaneous needle entry. The local representative reported that two 7 french safe sheath introducers were used during the procedure. Following venous access, the device and leads were implanted without difficulty. The lead diagnostic measurements were within normal limits. Upon arrival at the hospital the next day for a scheduled post-operative device check, the local representative was informed that the patient had died shortly after the procedure. The patient's condition had deteriorated and a chest tube was inserted with approximately 300-400 cc of fluid evacuated from the chest. Although the patient was on coumadin and plavix, the physician informed the local representative that the patient's inr was within normal range (1.3). There were no allegations or complaints against the device/lead system's operation or functionality. The physician suspected that one of the access sites was the source of the bleed and there was no evidence of a heart perforation. The device and lead system will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.